Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The backlight keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. Software version: d1e, date of manufacture: 06/2009.

Event description:
Patient's mother reports that the past two weeks ok button is intermittently responding. Patient reports this has been an issue for about a month. All other buttons feel normal and respond normally to presses. Patient does not clean pump. Patient wears pump in pocket.